Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID neu_unknown.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy. The patient reported that their ins recharger (insr) would not charge their ins. The patient reported that she couldn¿t get the ins started and it wouldn¿t take a charge. The patient reported that the insr showed that it was charging the implant but the implant wouldn¿t hold the charge. The patient reported that sometimes she could feel stimulation, but recently she couldn¿t. The patient reported that she charged close to 2 hours, ins battery kept flashing like it was charging but when the charging session ended, it had no charge. It was confirmed that the insr charge was full and coupling bars were full. The patient reported that the ins battery was empty and flashing while charging. The patient also reported that their recharger belt was broken. It was noted that the insr would communicate with the ins but didn¿t actually charge the implant. Additional information was received from the patient on 2017-04-04. The patient reported that she received the new insr and recharger belt. The patient reported that she was told the insr would be sent fully charged. The patient reported that the insr was so sensitive and she couldn¿t get it to ¿acknowledge¿ her implant. The patient reported that she could only get 2 coupling boxes then it stopped. The patient also reported that she had lost 30 pounds and when you look at her back you could see the ins sticking out. No further complications anticipated.

Event description:
Additional information received from consumer. It was reported that back charge was working during the report and patient did not find a doctor yet. Patient charged back more often and do not let charge get low. It was also reported that the replacement recharger resolved the lack of stimulation and implant not holding a charge. Patient weighed (B)(6) at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.